Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r95011, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when clipping, it made noise and malformation. Extra power was needed as unusual.

Manufacturer narrative:
(B)(4). Batch # r95011. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. The noise heard could be the damage caused to the ratchet pawl. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired. This reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.